Manufacturer narrative:
.

Event description:
The physician reported he does not believe vns is malfunctioning. He believes the patient's underlying neurological disorder has progressed to cause respiratory problems, and that the vns has added to existing underlying respiratory issues. System diagnostics were performed and reportedly showed that the device was working fine. The patient was reported to be in consult with neurosurgery, but the reason was not reported. No known surgical intervention has occurred to date.

Event description:
Additional follow-up from the physician¿s office revealed that the surgeon thought the lead was placed too low on the nerve, which was causing respiratory issues and wanted to move the electrodes higher, which was why the lead was replaced.

Event description:
The explanted generator and lead were reported to have been discarded by the explant facility.

Event description:
Follow-up was received from the physician's office indicating the surgeon wanted to move the leads on the nerve to see if that would help the patient, as the vns was reported to be affecting his vocal cords and was turned off. Surgery to replace the generator and lead occurred on (B)(6) 2016. The explanted products have not been received to-date.

Event description:
It was reported by the physician that the stridor was related to vns, and the patient was evaluated by an ent and pulmonary physicians. The respiratory issues started approximately march or april; the hospitalization (date of event) has not changed. The patient is no longer in the hospital and visited the clinic on (B)(6) 2015. The device is currently programmed off, and the physician is not confident that the device can be turned on without the patient having respiratory issues. The patient is scheduled to see a surgeon to consider whether the device should be removed. No surgical intervention has occurred to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
It was reported that the patient was experiencing respiratory issues associated with the vns. The physician reported that the patient was admitted to the hospital on (B)(6) 2015 for respiratory issues and it was felt that these issues could be related to vocal cord spasms caused by the vns. It was reported that the patient experienced previous respiratory issues, but that this is more severe and was sustained for longer than before. The physician programmed the generator off and it was reported that the plan is to leave the device off due to other medical issues not related to vns. It was reported that the patient will be admitted for several more days. Attempts to obtain additional relevant information have been unsuccessful to date.